Manufacturer narrative:
It has now been reported that the infection was treated with antibiotics (oral, topical and IV). The device analysis report is attached. This report is submitted on may 5, 2020.

Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site, subsequently the device was explanted (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.